Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the lung resection was completed and the used return electrode was folded in half and placed on the patient. (The cord was connected). However the operation was started again. At that time, the nurse was shifting, and the return electrode was considered to be kept applied. As the return electrode was being folded and the generator also recognized it was being applied, the error wasn't generated, and the activation was performed. The slightly misaligned part (1.2 cm square) was in contact with the patient's body, and that part was burnt. It was coped by dermatologist immediately and the patient is recovering now.